Event description:
Attempts for product return have been unsuccessful.

Event description:
On (B)(6) 2012, a physician reported that the handheld was frozen at the interrogation successful screen and the physician needed to adjust the settings. A hard reset was performed that resolved the issue. The issue had been occuring for a few weeks.

Manufacturer narrative:
.

Event description:
The handheld device was returned on (B)(6) 2012. Product analysis was performed. The pa on the software was completed and approved on (B)(6) 2013. The reported computer software error was readily confirmed by the pa. Other than that no other anomalies were note during the product analysis. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed. No issues, beyond the screen freeze, were observed with the retuned handheld. The handheld performed according to functional specifications.